Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records review was conducted. The report indicates that the: DHR review for: part# 03.211.007, lot # 9238584, manufacturing site: (B)(4), manufacturing date: 13. Nov. 2014. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported, on (B)(6) 2016, the surgeon was using a forefoot midfoot evaluation set performing an initial midfoot procedure to correct cuboid fracture and the mesh plate cutters fell apart. The cutter typically has one bar, but this cutter had two bars and while making the final cut in the plate, one of the bars fell off into the sterile field, whole. It is unknown if the bar fell into the patient; it was easily retrieved without additional medical intervention. The cutters performed its intended function as they were used to complete the procedure. There was no surgical delay or patient harm, and the procedure was completed successfully. The patient was reported as stable postoperatively. This complaint involves one (1) device. Concomitant devices reported: cuboid plate (part # 02.211.221, lot # unknown, quantity 1). This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product investigation was performed for the subject device, mesh plate cutters (part number 03.211.007 / lot number 9238584). The subject device was returned and reported to have fallen apart. This complaint condition may have been caused while forcibly removing the plate from the cutters; however, this complaint is not likely a result of any design or manufacturing related deficiency. A visual inspection, functional test, and drawing review were performed as part of this investigation. This complaint is confirmed. The subject device is an instrument routinely used in the 2.4mm/2.7mm variable angle lcp forefoot/midfoot system. The device was returned and one of the two distal positioning pins has sheared off. It is possible the pin was ripped out while removing a plate from the cutters leading to this complaint condition. The device was manufactured in 11/2014 and is over a year old. The balance of the returned device is in otherwise fair and functional condition with some markings along the handles. The relevant product drawing was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. The condition of the returned device does agree with the complaint description. Whether the complaint condition for this device can be replicated is not applicable for this condition. Upon review of the device history record, no ncrs germane to the complaint condition were generated during the production of this device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.